Event description:
According to customer, "we have been having issues with error codes appearing and shutting off the system on both glucometers. Customer would like replacements sent."

Manufacturer narrative:
According to customer, "we have been having issues with error codes appearing and shutting off the system on both glucometers. Customer would like replacements sent." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.